Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 5 years after primary cemented tka the components mobilize and require revision surgery. The report does not mention a traumatic event, although the massive mobilization of the tibial component and the contemporary mobilization of the femur lead to suspect that some triggering episode may have happened. However, this case should be categorized as aseptic loosening and we see no reason to suspect a defective or malfunctioning device as the main responsible.

Manufacturer narrative:
Batch review performed on 23 march 2023: lot 180945: (B)(4) items manufactured and released on 03-may-2018. Expiration date: 2023-04-22. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Additional implant involved: batch review performed on 23 march 2023 on gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 (k121416) l lot. 180376. Lot 180376: (B)(4) items manufactured and released on 25-apr-2018. Expiration date: 2023-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at about 4 years and 8 months post primary due to the cemented femur and tibia devices loosening. All devices were swapped successfully. Granulomas were present in the joint.